Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one (1) imp,tsv,mcol mg,4.1mm,10m (tsvm4b10) was returned for investigation. Visual evaluation of the as returned product identified the implant with mount without packaging. No apparent malfunction with returned implant. However, reported implant (tsvm4b11) was not returned. Instead, a tsvm4b10 was returned. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. A complaint history review by item number was conducted for the (tsvm4b10) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: damaged or un-sealed sterile barrier. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable, with the information provided.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4)

Event description:
It was reported that the implant container was damaged. The procedure was completed with another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. First/given name: unknown / not provided.